Event description:
The customer reported the backup battery failing to charge . If a loss of power occurs during use it could cause the unit to shut down due to back-up battery not working. No patient involvement reported.

Manufacturer narrative:
On 3/30/2017 additional information: the customer reported ordering the pm pcb for replacement to resolve this issue.